Event description:
Pt called lfs in 01/2002 alleging that their one touch ii meter was giving them inaccurate high readings. According to the documentation by facility. Pt had passed out and was taken to the hosp via ambulance and was treated there. A week before last, a neighbor came by but found pt passed out at home. Neighbor called the ambulance since the customer was not responsive. Pt stated that they do not remember having any symptoms before they passed out. Prior to the incident, pt was using a sliding scale to administer their insulin. Pt stated that pt's meter was reading high and so pt took insulin based on that reading (reading and dosage of insulin is unk). When the ambulance came, the paramedics tested pt and gave pt "something sweet" (reading unk). They then took pt to the emergency room and pt was tested there again on the ER meter with a result of 235mg/dl. Pt stated that they also checked pt's meter there at the same time and got a reading of 305mg/dl on pt's meter within a few minutes (invalid comparison). Pt was given insulin in the ER. Pt was in the ER for 3 to 4 hrs and then released. Pt was not willing to provide any more info. Pt stated that they rec'd the supplies sent to them by the facility and pt's meter works fine now.